Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. However, due to insufficient information and part returns, the engineering team was unable to determine the root cause of this failure. The control panel arm cable was adjusted to resolve the issue. Actions are underway to ensure the necessary information and parts are received to further investigate if this issue does recur.

Event description:
A customer reported the swivel mechanism of their affiniti 70 ultrasound system¿s control panel would not remain in a locked position. It is unknown if the system was being transported within the user facility when this issue was discovered. The control panel cables were adjusted to repair the system. No patient or user was reported to be harmed as a result of the issue.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the swivel mechanism of their affiniti 70 ultrasound system¿s control panel would not remain in a locked position. It is unknown if the system was being transported within the user facility when this issue was discovered. The control panel cables were adjusted to repair the system. No patient or user was reported to be harmed as a result of the issue.